Manufacturer narrative:
This product is manufactured in switzerland but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens, -13.50 diopter, in the patients left eye (os) on (B)(6) 2013. The reporter indicated a cataract had developed. The lens remained implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
It was also reported that phacoemulsification was performed on the patient. Should have been included. H6 - health effect clinical code: 4581 - phacoemulsification. Claim#: (B)(4).

Manufacturer narrative:
B5: the lens was explanted on (B)(6) 2021. The cataract was removed and an iol was implanted. The reporter indicated the cataract was an anterior subcapsular cataract. The lens was discarded. Claim # (B)(4).